Event description:
It was reported that the customer was only able to see half the screen on the insulin pump. Her blood glucose level was 230 mg/dl. She received a failed battery test alarm. The customer was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding display glass. No failed battery test alarm was verified and the functional testing could not be performed due to the missing segments. The insulin pump was also received with minor scratches on the display window.